Manufacturer narrative:
Batch review performed on 03 april 2018; lot 163569: (B)(4) items manufactured and released on 02 september 2016 expiration date: 2021-08-22; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs on 06 april 2018; periprosthetic fracture in an elderly lady few days after primary cementless tha. There is no report of a traumatic event, but this may well have happened during the initial reeducation days. It may also be the consequence of a hidden intraoperative fracture, which is a common adverse event that may happen during femoral preparation. With the information available, no final conclusion can be drawn, but there is no indication that the problem may be due to a faulty device

Event description:
A patient had a peri-prosthetic fracture found through x-ray taken surgeon two days after primary. Surgeon revised the implant with quadra- r size#1 successfully. Cerclage applied.